Event description:
It was reported that the nurse noticed a problem with the new male straight catheter kits recently. Nurse was assisting the patient the other day with male straight catheter kit and almost immediately upon insertion, there was blood noticed in the tube. They chalked it up to benign prostatic hyperplasia or trauma but did not think much of it. On the night of (B)(6) 2022, nurse was using the same kit and at the same point noticed significant amount of blood in the tube again therefore they stopped and switched out the catheter piece hence patient was much more comfortable and there was a concern that the catheter was much sharper than they used to be. Per additional information received on 02feb2022, one of the nurses reported that they did not notice any observable defects. They removed the original catheter for the second patient and tried with a different catheter and that was much more comfortable for the patient. They believed that was the extent of any further medical intervention. The other nurse reported that for the first patient, they were assisting another nurse with a straight catheter, and they noticed the patient had significant bleeding, there were no observable defects in the catheter and no further interventions needed other than removing the straight catheter which would not pass. Nurses assumed that the patient might have had an enlarged prostate, and decided to attempt a condom catheter, notifying the provider. On the second incident it was another patient and there had been no history of benign prostatic hyperplasia or other prostate issues in the files, but they were unable to pass the catheter, the patient reported lots of pain and also was significantly bleeding immediately on insertion. Swapped to a foley catheter for insertion and had no issues passing into bladder and the patient reported no discomfort. Nurse stated that this was the second experience they had when using this new straight catheter system and both times it caused immediate bleeding and inability to pass the prostate. Both incidents did not require further interventions. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse noticed a problem with the new male straight catheter kits recently. Nurse was assisting the patient the other day with male straight catheter kit and almost immediately upon insertion, there was blood noticed in the tube. They chalked it up to benign prostatic hyperplasia or trauma but did not think much of it. On the night of (B)(6) 2022, nurse was using the same kit and at the same point noticed significant amount of blood in the tube again therefore they stopped and switched out the catheter piece hence patient was much more comfortable and there was a concern that the catheter was much sharper than they used to be. Per additional information received on 02feb2022, one of the nurses reported that they did not notice any observable defects. They removed the original catheter for the second patient and tried with a different catheter and that was much more comfortable for the patient. They believed that was the extent of any further medical intervention. The other nurse reported that for the first patient, they were assisting another nurse with a straight catheter, and they noticed the patient had significant bleeding, there were no observable defects in the catheter and no further interventions needed other than removing the straight catheter which would not pass. Nurses assumed that the patient might have had an enlarged prostate, and decided to attempt a condom catheter, notifying the provider. On the second incident it was another patient and there had been no history of benign prostatic hyperplasia or other prostate issues in the files, but they were unable to pass the catheter, the patient reported lots of pain and also was significantly bleeding immediately on insertion. Swapped to a foley catheter for insertion and had no issues passing into bladder and the patient reported no discomfort. Nurse stated that this was the second experience they had when using this new straight catheter system and both times it caused immediate bleeding and inability to pass the prostate. Both incidents did not require further interventions. No medical intervention was reported.

Event description:
It was reported that the nurse noticed a problem with the new male straight catheter kits recently. Nurse was assisting the patient the other day with male straight catheter kit and almost immediately upon insertion, there was blood noticed in the tube. They chalked it up to benign prostatic hyperplasia or trauma but did not think much of it. On the night of 23jan2022, nurse was using the same kit and at the same point noticed significant amount of blood in the tube again therefore they stopped and switched out the catheter piece hence patient was much more comfortable and there was a concern that the catheter was much sharper than they used to be. Per additional information received on 02feb2022, one of the nurses reported that they did not notice any observable defects. They removed the original catheter for the second patient and tried with a different catheter and that was much more comfortable for the patient. They believed that was the extent of any further medical intervention. The other nurse reported that for the first patient, they were assisting another nurse with a straight catheter, and they noticed the patient had significant bleeding, there were no observable defects in the catheter and no further interventions needed other than removing the straight catheter which would not pass. Nurses assumed that the patient might have had an enlarged prostate, and decided to attempt a condom catheter, notifying the provider. On the second incident it was another patient and there had been no history of benign prostatic hyperplasia or other prostate issues in the files, but they were unable to pass the catheter, the patient reported lots of pain and also was significantly bleeding immediately on insertion. Swapped to a foley catheter for insertion and had no issues passing into bladder and the patient reported no discomfort. Nurse stated that this was the second experience they had when using this new straight catheter system and both times it caused immediate bleeding and inability to pass the prostate. Both incidents did not require further interventions. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿incorrect assembly operation¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use 1. Wash hands and don clean gloves 3. Use the provided packet of wipes to cleanse patient¿s periurethral area 2. Explain procedure to patient and open peri-care kit 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 7. Place underpad beneath patient, plastic/¿shiny¿ side down 6. Don sterile gloves 8. Position fenestrated drape on patient 10. Lubricate catheter 12. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube 13. Document procedure according to hospital protocol 11. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs 5. Using proper aseptic technique open csr wrap 9. Saturate 3 foam swab sticks in povidone iodine note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward note: use caution to maintain aseptic technique proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, and individual who inserted catheter indications for use: pvc & red rubber: for urological use only silicone: intended for use for bladder management including urine drainage, collection and measurement. The devices are generally passed to the urinary bladder via the urethra." The device was not returned.